Manufacturer narrative:
D4 - UDI number is not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the core wire had been fractured at approximately 80 mm from the distal end of the device. The coil was noted to have been unraveled. The total length of the core wire was confirmed to be equivalent to a factory retained mini spring guide wire. From this, it is most likely that there is no missing portion on the actual sample. Magnifying inspection of the fracture revealed that the core wire had been flexed toward the fracture end, implying that the core wire was subjected to a load which formed the core wire into a loop shape. Electron microscopic inspection of the fracture cross-section revealed that it had a smooth surface on a partial segment. The outside diameter of the core wire was measured on the segment adjacent to the fracture and verified to be within manufacturing specification. Simulation testing was conducted. A factory retained mini spring guide wire test sample was trapped at approximately 80 mm from its distal end and exposed to a load which formed the test sample into a loop shape. In this state, the test sample was subjected to a pulling force. As a result, the core wire became fractured. Magnifying and electron microscopic inspections of the fracture found that the core wire had been flexed toward the fracture end with the surface of the fracture cross-section being in the smooth state on a partial segment. This was found similar to that of the actual sample. The production lot number was not provided by the user facility which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, the distal segment of the actual sample became trapped in an object. The customer tried to release the trapped sample when a force formed a loop shape and subsequent pulling force were generated on the actual sample resulting in the fracture of the core wire. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "do not withdraw the guide wire through the cannula, as shearing of the guide wire may result. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the device used uncoiled during a procedure. Follow up communication with the user facility confirmed the following information: as the wire was pulled back through the needle resistance was noted; the device caught on something and uncoiled; and there was no harm to the patient.